Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 817 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with IV dextrose, insulin, electrolyte management including potassium, and antibiotics, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV fluids, insulin, electrolyte replacement including potassium, and antibiotic therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia occurred following a missed meal announcement and persisted for several hours without infusion set troubleshooting or replacement. The user also reported a concurrent infection and additional comorbidities that may have contributed to insulin resistance. Device data suggest a potential issue along the insulin delivery pathway; however, a definitive device malfunction was not identified. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.